Manufacturer narrative:
B5 and h1 from the initial report have been corrected in this report.

Event description:
It was reported to nevro that the patient¿s leads came out of their dressing during the trial. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The leads were pulled prior to the original scheduled trial end date and there was no reported injury.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient¿s leads came out of their dressing following the trial procedure. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The trial was ended and there was no reported injury.